Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was experiencing seizures. The seizures were oversensed and this noise caused non-sustained ventricular tachycardia events to be logged. The oversensing also likely caused inhibition of pacing.